Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr replaced the mixing valves on channel a & b and verified safety and performance checks according to the notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an "e0d" error message on channel a of the heater cooler unit. This happened at the very end of a case, so there were no issues in finishing the case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the perfusionist (ccp) stated that he has provided all of the detail needed to the field service representative (fsr). The fsr stated that he had no further information regarding this complaint.